Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 53cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occured. The target lesion was located in the right femoral artery. A 20mm x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, the shaft of the stent catheter broke inside the interventional guide catheter. The stent was removed. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occured. The target lesion was located in the right femoral artery. A 20mm x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, the shaft of the stent catheter broke inside the interventional guide catheter. The stent was removed. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.